Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a red, bleeding skin irritation under the patch adhesive. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the irritation is unknown.